Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the plunger bent when the lever was being pressed. Additional information has been requested.

Manufacturer narrative:
Only photo was returned. The reported complaint was observed on the returned photo. Photo provided shows an activated company device. The plunger is advanced to just passed nozzle entry and is bent. Iol is not visible. We are unable to determine the root cause for the reported complaint plunger bent as the lever was being pressed. The product was not returned for analysis. Due to this, we are unable to confirm the lens and plunger positions during advancement and determine a root cause. The most likely cause of the"bent plunger is a lens that became stuck in the device, preventing the plunger from advancing continuously outside of the nozzle tip. Continuous force on the lever to push the plunger, while being blocked by the stuck lens, likely caused the plunger to break under the force. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater 23 degree celsius / 73 degree fahrenheit lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may cause the lens to become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2. , b.5. And h.6. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that there was no patient contact.